Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump had received bolus not delivered alert. The customer's blood glucose level was 275 mg/dl at the time. The customer was assisted in troubleshooting. It was reported that she was able to successfully clear the alarm. It was reported that the customer had received bolus not delivered alarm twice. The insulin pump will not be returned for analysis.